Event description:
New information received notes the issue with the right ventricular (rv) lead was initially discovered during interrogation, the patient was asymptomatic, the noise resulted in oversensing, the rv lead was capped (B)(6) 2024 and replaced. The patient was stable.

Event description:
It was reported that the noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no patient consequences.